Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no reported adverse impact on the customer's blood glucose level, as the caller declined to provide specific values. The customer was advised to ensure the pump was unplugged and to apply pressure directly to the button while supporting the pump, which did not resolve the issue; consequently, the pump was removed from its case but continued to malfunction. The issue remained unresolved, leading to the decision by technical support to replace the pump, which was out of warranty.